Event description:
Customer reported pump malfunction. Customer¿s blood glucose (bg) level was 542 mg/dl. Customer had not addressed high bg at time of trouble shooting. The customer reverted to an alternate method of insulin therapy.